Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia, hyperglycemia and ketones. The patient reports that their personal diabetes manager (pdm) has been shutting off and does not always come back on. The patient did not have a back up method for insulin delivery. The patient removed the pod prior to going to the hospital. Once at the hospital the patient was treated with intravenous fluids as well as insulin injections. The patient was prescribed an insulin pen. The patient was released from the hospital after 8 hours.